Event description:
It was reported that the patient's pump had exposed metal on the back due to paint chipping off, and the charging port was damaged with exposed screws. There was no reported impact on the customer's blood glucose level. The customer declined further troubleshooting.